Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910 the device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Perforation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During the titration period, patient experienced severe pain on peg area on (B)(6) 2019. General surgeon examined the patient and patient was hospitalized in general surgery service for close follow-up due to suspicion of perforation and acute abdomen. On (B)(6) 2019 patient had surgery for abdominal perforation. On (B)(6) 2019 duodopa treatment was started again.